Event description:
It was reported that coating issue occurred and the procedure was cancelled. The patient was scheduled for arteriography plus lower limb angioplasty. The 70% stenosed target lesion was located in mildly tortuous and mildly/moderately calcified lower limb. A short taper 300cm angled tip v-14 control wire was used with a non-boston scientific support catheter during the procedure. However, the guidewire lost it's hydrophilic coating, so it did not navigate. The entire system was removed, and the guidewire was observed with a high potential of tip detachment. The procedure was not completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned overall visual revision the unit returned kinked. The device was returned, and it was observed that the distal section of the guidewire was bent/kinked. The distal tip was detached, and the coating was separated at the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope was the distal tip was detached, and the coating was separated. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that coating issue occurred, and the procedure was cancelled. The patient was scheduled for arteriography plus lower limb angioplasty. The 70% stenosed target lesion was located in mildly tortuous and mildly/moderately calcified lower limb. A short taper 300cm angled tip v-14 control wire was used with a non-boston scientific support catheter during the procedure. However, the guidewire lost its hydrophilic coating, so it did not navigate. The entire system was removed, and the guidewire was observed with a high potential of tip detachment. The procedure was not completed. There were no patient complications reported.